Manufacturer narrative:
H2: correction to section d6b; the explant date has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider. It was reported that the patient's ins was removed on (B)(6) 2021. The patient came in for their first appointment with the healthcare provider on (B)(6) 2021 and said that they had a spinal cord stimulator and peripheral nerve stimulator. The spinal cord stimulator was a medtronic device, and the peripheral nerve stimulator was not a medtronic device. The patient stated that neither one had a functioning battery because the batteries expired and never were replaced. When the battery used to work, the patient only received partial coverage from both devices. The healthcare provider opted to use drg stimulation (not a medtronic product) to treat the patient's condition, but because of the patient's anatomy, they couldn't implant the drg device. The healthcare provider removed the medtronic spinal cord stimulator and the peripheral nerve stimulator during the drg implant surgery. No further information was available about the medtronic product that was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had their implant removed. Patient stated they removed the one that was placed in their stomach area, because it had remained not chargeable for a long time.